Event description:
It was reported by the rep that the (1) cdh33 and the (1) ax55b were used during a lower anterior resection procedure. It was reported that the surgeon had originally planned to do an abdominal-perineal resection, but determined that he could not get enough margin and attempted the lower anteior resection. The distal segment of the sigmoid was stapled with the ax55b and the proximal segment was transected. Once the speciment was removed, he placed the anvil of the cdh33 in the colon and used a competitor's purse string device. The cdh was then placed up the anus and the anvil was connected. The sales rep observed the surgeon perform all of the proper steps in firing the device. The anastomosis was checked for leaks when the device was removed. There were large bubbles observed and the surgeon attempted to hand sew the area. The surgeon was unable to adequately close the leaking area and as a result performed on abdominal-perineal resection on the pt. The "donuts" from the fired cdh were perfectly around (complete). Upon removing the lower rectum and anus during the apr, the surgeon found one staple completely unformed (n). It could not be determined if it was from the cdh or the ax55b. Additionally, the surgeon and the sales rep inspected the anastomosis of the cdh/ax55b area and observed another staple severely malformed. The remaining staples looked normal. The o.r. Time was extended by more than 1 hr. The procedure was changed to a apr with colostomy. 11/18/1999: the md stated the pt was going to have chemotherapy. Md stated a speciment was obtained, but was not sent for analysis.